Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To address the issues, the customer changed the cartridge and resumed insulin delivery.